Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2007 and presented on (B)(6) 2018 with irregular astigmatism in both eyes (ou). It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient complained of irregular astigmatism and blurry vision. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2007: right eye pre-op 20/30, left eye pre-op 20/25. Bcva from (B)(6) 2018: right eye post-op 20/50 -3.00 x -1.00 x 72, left eye post-op 20/30 .00 x -1.00 x 150.